Manufacturer narrative:
The customer troubleshooting reported event. No ge healthcare service provided. Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.